Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the guide wire movement felt unusual. When the guide wire was removed from the pt, the tip of the catheter had separated and was located on the guide wire.